Manufacturer narrative:
The purpose of this investigation was to examine the retrieved all-poly tibial base and patellar insert. Macroscopic photo analysis was performed on the retrieved implant. Upon visual examination of the all-poly tibial base, burnishing, abrasive wear and indentations were observed on the proximal articular surface. The indentations and abrasive wear may have resulted from third body debris such as bone and/or bone cement debris. Scratches caused by instruments during implantation or extraction were observed on the proximal surface. Bone cement was noted in the fixation area. The anterior part of the insert was bent upwards. Both pegs were not present in the fixation area and appear to have been removed during implantation or extraction of the insert. A worst-case bony support scenario mechanical test was conducted on a new 7mm thick all poly tibial base to determine the load required to cause deformation similar to the retrieved implant. The implant was tested with partial support in the anterior and posterior areas and no support in the middle. A load of approximately 700lbf through the medial condyle was needed to cause such deformation. Burnishing, abrasive wear and deformation were observed on the articular surface of the patellar insert. Abrasive wear and bone cement were observed in the fixation area. The abrasive wear may have resulted from third body debris such as bone and/or bone cement debris. In conclusion, the warping of the tibial insert likely caused the loosening of the implant. Mechanical testing showed that under an assumption of a severely compromised bone support high forces are needed to cause such deformation in an even thinner tibial insert. The event that caused the deformation and the condition of the bony support could not be determined based on the available information. The cause of the patellar implant loosening was likely due to cement debonding from the host bone due to an unknown cause. Third body debris from loosening likely caused the abrasive wear and indentations observed on the tibial and patellar insert.

Manufacturer narrative:
The device is currently undergoing analysis.

Event description:
It was reported that revision surgery was performed.